Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot #reta0056 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter was implanted by the ir service. The day after they were informed that the arterial route had a leakage (when clamp was closed and a solution was injected it was detected that the catheter had a small hole). The catheter was removed after few days. No damages for the patient. The used technique was seldinger.